Manufacturer narrative:
The reported device, intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: saline ingress leading to shorting of the ablate button. It is possible that there was not sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate. The user may not have set the controller temperature threshold to the desired value. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up for a rotator cuff repair surgery, the temperature of the "werewolf flow 90° coblation wand" raised and the button remain activated despite not being pressed. The device ended up generating flame. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.